Event description:
On (B)(6) 2012, the patient contacted animas to request assistance with setting a temporary basal reduction. The patient reported that she experienced blood glucose (bg) of 40 mg/dl without signs or symptoms of hypoglycemia. She stated that she treated the low bg with oral carbohydrates twice and bg resolved to 67 mg/dl. The patient reported that she then called 911; the emergency personnel removed the pump and instructed the patient to resume pump therapy after the bg was at least 180 mg/dl. No medical treatment was required according to the patient. The patient stated that she did not deliver a bolus larger than what was required. She said that the basal rate was newly programmed on the day of the contact. Customer technical support instructed the patient how to set a temporary basal rate and advised the patient to contact her health care provider for further instructions. There have been no further reports of bg excursions. Although there was no allegation or evidence of pump malfunction or defect, this complaint is being reported based on the conclusion that the patient experienced hypoglycemia while using the insulin infusion pump. Use error cannot be ruled out as a contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.